Manufacturer narrative:
Conclusions: damage to the active electrode likely caused by device minute mobility was found during investigation. However, it cannot be established when the damage occurred, as no in situ measurements are available for investigation. Other damages found during investigation are attributable to the removal surgery. No further information about the circumstances leading to the explantation surgery has been received despite requested. This is a combined initial and final report.

Event description:
The device was explanted. Despite several attempts no further information has been received from the field about the circumstances leading to explantation.